Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified right hip arthroplasty dislocation. Periprosthetic femur fracture with disrupted cerclage wires device history record (DHR) reviewed was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: part # unknown / unknown head / lot # unknown; part #unknown / unknown stem/ lot # unknown; part #unknown / unknown cup/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020-02099, 0001825034 -2020 -02101.

Event description:
It was reported patient underwent hip revision surgery approximately one month ago due to dislocation and femoral fracture. It was noted that bones are osteogenic. Attempts have been made and additional information on the reported event is unavailable at this time.